Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported thermistor disparity error which was not reproduced during evaluation. Thermistor disparity error was verified as system error 345 messages through a review of the event history log and found to be caused by a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a thermistor disparity alarm. There was no patient involvement. No additional information is available.